Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump display went blank. Customer's blood glucose was 320 mg/dl. The insulin pump was reportedly not exposed to moisture and no relevant damage nor corrosion were noted. After a new battery was inserted, the display returned. Nothing further reported.